Manufacturer narrative:
Submit date: 09/30/2014.an investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The product sample returned consisted of one 14.5 fr dual lumen hemodialysis catheter, palindrome with laser slots. After visual inspection, signs of use were identified on the device and the cuff was not attached to it. However; remaining glue was found in the area where the white felt cuff is placed. Based on the evaluation results, it can be noted that the operator applied glue into the tubing as per procedure since there was evidence of adhesive found on the cuff area and additionally there was felt cuff residue still attached to it. As per the instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. When removing the catheter, do not use a sharp, jerking motion or undue force as this may tear the catheter. Be certain to free the cuff and surfaces from the tissue prior to removal. The event description indicates that the catheter functioned as intended during more than two (2) years. It is more likely that the device was damaged during that time. It is important to note that infection is considered a potential complication inherent to these medical procedures and does not have direct relation with the devices performance, as noted in the IFU. With the available information, the most probable root-cause could be that the cuff detachment could be caused due to excessive force or jerking motion. No additional actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual and dimensional inspection and 100% assembly final inspection respectively, which would identify cuff defects in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the palindrome was inserted in patient on (B)(6) 2012. While the patient was having dialysis treatment, the palindrome just fell out. The palindrome cuff was completely separated from catheter and was still inside the patient. The clinician removed the catheter and cuff from the patient. The surgery time was extended was 60 min (for a pull/replacement of new catheter and cuff removal). An extra incision was made to retrieve the cuff that separated from the catheter inside the patient.